Event description:
It was reported to philips that the system gave an alert indicating low load fluoroscopy was selected with a tube anode problem, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.